Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a connector disorder the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Additional information was received that reason for the connector disorder was due to a crack and fluid loss. No cause for the connector disorder was found and the disorder occurred two weeks ahead of this surgery. The patient got well after this surgery.

Event description:
It was reported that due to a connector disorder the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Additional information was received that reason for the connector disorder was due to a crack and fluid loss. No cause for the connector disorder was found and the disorder occurred two weeks ahead of this surgery. The patient got well after this surgery.

Manufacturer narrative:
A connector disorder was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. No connectors were returned. The pump was not functionally tested due to contamination. The allegation of connector disorder can not be confirmed from product analysis.